Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's atrial lead was sensing noise which lead to inappropriate automatic mode switch. X-rays confirmed the lead was normal. Programming changes were recommended but not yet completed. The patient was stable.